Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the display device showed a transmitter failed error on (B)(6) 2016. It was reported that the patient using the device was under 12 years of age. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Global transmitter final functional test was performed and the transmitter passed. The reported fault could not be reproduced with the transmitter. The customer complaint of transmitter failed error was not confirmed. The root cause could not be determined. Labeling states: the t:slim g4 system is indicated for use in individuals 12 years of age and greater.